Manufacturer narrative:
This follow-up report is being submitted to relay additional and/or corrected information. Visual inspection of the returned t7 driver confirmed the tip is bent and twisted. Device history record was reviewed and no discrepancies were found. The root cause of this failure is related to deformation as a result of the design of the device. These drivers have been designed to twist before fracturing of the screw. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No additional information received.

Manufacturer narrative:
(B)(4). Report source: foreign - (B)(6). Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that during a talus fracture fusion procedure, the driver tip twisted while inserting a screw and another driver was used to complete the procedure. No patient consequences were reported as a result of this malfunction.